Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that the pt experienced low flow alarms and pump stoppage and had become unconscious at home, the pt is currently stable. The pt was switched from the primary system controller, reported as being warm, to the backup system controller. The pt's lvad was reported to be stopping more frequently and the percutaneous lead was splinted with tongue depressors. On (B)(6) 2014 the manufacturer performed a percutaneous lead distal end replacement per procedure. Further explanation of the event was received by the manufacturer 10 days later indicating that the pt had an aortic valve that was over sewn at the time of implant. Every time the pump stopped, the pt lost consciousness because there is no residual heart function to rely on. The first time the pump stopped and the pt lost consciousness, he was at home and as soon as the family heard the alarms they responded and the pump restarted and the pt regained consciousness. This happened two other times and the pt came back as soon as the pump restarted so he was unconscious for only a few moments with each pump stop. After the physician splinted the affected area to the driveline with tongue blades and tape and the driveline was repaired no other issues have been reported.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. The manufacturer is attempting to retrieve the portion of the percutaneous lead that was removed during the repair, returned for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.